Event description:
A customer reported a high blood glucose level, but the specific value was unknown as it was displayed as "high." Cause was not known. The customer took a correction bolus via the pump and was instructed by technical support to inspect the infusion site and remove the infusion set to check the needle or cannula, with no issues found. It was noted that the customer had reused the cartridge, which is labeled for single use only. Technical support educated the customer on proper cartridge use, and the customer acknowledged this information. The customer was advised to replace supplies as necessary and continue with insulin therapy, with replacement supplies to be sent as needed.